Manufacturer narrative:
Manufacturing record (DHR) review was conducted and the product met quality requirements for product acceptance per the applicable manufacturing quality plan. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
During an interventional endovascular procedure, an 80 cm. Powerflex pro 12 mm. X 4 cm. Balloon catheter (bc) ruptured at three atmospheres (3 atm.) During post-successfully. Dilation of a smart stent. The product was successfully removed from the patient. A powerflex pro 8 mm. Bc was used to complete the procedure successfully. There was no reported patient injury. The target lesion was the iliac artery. No target lesion characteristic information was provided. An ipsilateral approach was used. An unknown 7 fr. Sheath and unknown .035 guidewire were used. The product will not be returned for inspection.

Manufacturer narrative:
Additional information received indicated that there was no reported product issue with the smart stent that was implanted. There were no reported product issues with either the sheath or .035 guidewire used. The target lesion characteristics were reported to be: slightly calcified, not tortuous, slight vessel angulation, and a ninety percent (90%) stenosis. No patient information was provided. The product is not being returned for inspection. There was no other product issue noted either at the account after the procedure or prior to shipping for inspection. There was no difficulty removing the product from the hoop. There was no reported difficulty removing the protective balloon cover, stylet, or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device prepped normally (i.e. Maintained negative pressure). The balloon burst occurred at three atmospheres (3 atm.). The type and brand of inflation device used (indeflator/syringe) was not provided, but the same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. There was no resistance/friction while inserting the balloon through the guide catheter. There was no reported difficulty advancing the balloon catheter through the vessel or difficulty crossing the lesion. The balloon catheter did not kink while being used. The product was removed intact (in one piece) from the patient. Additional information was requested but no response was provided. No additional information is available. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
During an interventional endovascular procedure, an 80 cm. Powerflex pro 12 mm. X 4 cm. Balloon catheter (bc) ruptured at three atmospheres (3 atm.) During post-dilation of a successfully deployed smart stent. The product was successfully removed from the patient. A powerflex pro 8 mm. Bc was used to complete the procedure successfully. There was no reported patient injury. The target lesion characteristics were reported to be: slightly calcified, not tortuous, slight vessel angulation, and a ninety percent (90%) stenosis. The target lesion was the iliac artery. An ipsilateral approach was used. An unknown 7 fr. Sheath and unknown .035 guidewire were used. Additional information received indicated that there was no reported product issue with the smart stent that was implanted. There were no reported product issues with either the sheath or .035 guidewire used. The target lesion characteristics were reported to be: slightly calcified, not tortuous, slight vessel angulation, and a ninety percent (90%) stenosis. No patient information was provided. There was no other product issue noted either at the account after the procedure or prior to shipping for inspection. There was no difficulty removing the product from the hoop. There was no reported difficulty removing the protective balloon cover, stylet, or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device prepped normally (i.e. Maintained negative pressure). The balloon burst occurred at three atmospheres (3 atm.). The type and brand of inflation device used (indeflator/syringe) was not provided, but the same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. There was no resistance/friction while inserting the balloon through the guide catheter. There was no reported difficulty advancing the balloon catheter through the vessel or difficulty crossing the lesion. The balloon catheter did not kink while being used. The product was removed intact (in one piece) from the patient. Additional information was requested but no response was provided. No additional information is available. The product was not returned for inspection. A product history record (phr) review of lot 17593779 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Based on the information available for review, vessel characteristics of slight calcification, slight vessel angulation and a rate of stenosis of 90% may have contributed to the reported event as these characteristics are known to cause damage to balloon catheters. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Do not exceed the rated burst pressure recommended on the label. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.